Manufacturer narrative:
Findings: no solid white display noted, however unit received with flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to display anomaly. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a solid white display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.